Event description:
Product 1 of 2: MFR. Reference report: 1627487-2019-05431. It was reported that the patient was not getting adequate therapy due to lead migration. The patient was in a car accident and noticed the change in therapy. On (B)(6) 2019 the physician attempted to reposition the leads but was not able to and the procedure was abandoned.